Manufacturer narrative:
Block h2: block h6 evaluation conclusion codes updated based on media analysis conducted during device evaluation block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak. Block h11: investigation results the orca valve device was not returned; however, a media analysis was performed based on the video provided by the complainant where a leak is coming from the center of the a/w valve. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event was confirmed. According to the media analysis performed, it was found that the a/w valve leaked. The investigation findings and all information available concludes the most probable root cause is a cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported to boston scientific corporation that an orca was used during a colonoscopy procedure performed for colon screening on (B)(6) 2025. During the procedure, the a/w valve was shooting water out throughout the case. It was leaking through the hole and from the sides of the button. The procedure was completed using this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an orca was used during a colonoscopy procedure performed for colon screening on (B)(6) 2025. During the procedure, the a/w valve was shooting water out throughout the case. It was leaking through the hole and from the sides of the button. The procedure was completed using this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.